Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. No traces of moisture were noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
Customer reported a button error alarm. The customer's blood glucose was unknown. The customer stated he was stuck in a rain storm prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.